Manufacturer narrative:
Analysis was normal. No device issues found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13055, 2017865-2020-13053. It was reported the patient presented for an in clinic post operation follow up. It was observed that the patient had a visibly large hematoma with red/purple skin surrounding and an infection. The physician stated there were high white blood cell counts seen and the patient's prosthetic value appeared thrombosed. The system was explanted. The patient was stable.